Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50e, serial: (B)(4), batch: 7081418.

Event description:
It was reported that the patient experienced a seizure like symptoms. Inadequate stimulation was also reported. The trial leads were pulled out and were not returned. No further information has been obtained despite good faith efforts.